Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels. Bg value was not provided. Cause was not provided. Reportedly on (B)(6) 2026 the customer was admitted to the hospital. The customer was treated with intravenous fluids of sugar water. Reportedly, the customer was discharged later that same day, (B)(6) 2026. Treatment resolved the issue and there was no permanent damage. System check was performed by tandem technical support, and the pump is functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes.

Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The cause of the low bg could not be determined based on the review conducted.